Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a starclose se device after a heart catherization procedure. Reportedly, the starclose se was deployed uneventfully, however bleeding was still observed. Manual arterial compression was used for approximately 15-20 minutes to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported lack of hemostasis post clip deployment could not be confirmed. Internal and external inspection found no anomaly or damage to the returned components. All components were found in their proper post deployment position. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Five unused sterile starclose se devices with the same lot number, 11031j1, as the complaint device were returned for evaluation. All the devices were functionally tested. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples.